Event description:
It was reported that during a procedure (case type or date information was not pvovided), the light of the device was dimming. They were able to bring in a back-up device to complete the prodedure without any negative patient impact. However this has caused a delay of a few minutes to the procedure while they were bringing in the back-up device.

Manufacturer narrative:
The device was returned to our us facility, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Per device evaluation by the manufacturer: during the manufacturer's technical inspection, the error description provided by the customer light source is dimming was confirmed. As stated, the device passed the quality check at the time of delivery. Based on the defects found during the technical inspection it is concluded that the most likely cause for the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process. The wear of the adhesive causes liquid to penetrate the blade, which affects the electronics and causes the light is dim. This event is filed under internal complaint ID: (B)(4).

Manufacturer narrative:
Additional information: a total of 3 devices were used from article 011050-10 which is a package of 10. MDR number 9610617-2025-00836 was filed to capture additional device from package in error and has been retracted with 9610617-2025-00836 supplemental 2. The event is filed under internal karl storz complaint ID: (B)(4).